Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The right atrial (ra) lead was repositioned due to sensing issues. Once the sensing improved, the impedance decreased. The lead was explanted and replaced, and the patient was stable.